Event description:
It was reported that a patient arrived at the emergency room feeling light headed and foggy. The patient had altered mental status. The pump was interrogated to obtain content and dosing information. The patient was admitted for further observations. The pump was ¿turned down¿ the following day (2015 (B)(6)) by a manufacturer¿s representative. The patient was alive with no injury. The pump was used to infuse hydromorphone, clonidine, and bupivacaine. Further follow up was conducted to obtain additional information. If additional information is received a follow up report will be sent.

Manufacturer narrative:
Product ID 8731sc, serial# (B)(4), implanted: 2008 (B)(6); product type catheter. (B)(4).